Event description:
This concerns a dexcom g7 wearable cgm (continuous glucose monitor) sensor on a pediatric patient for management of type one diabetes. Cgm sensor (b) failed and was unusable after less than 12 hours. A technical support form was submitted to dexcom. This is the second sensor failure and the sensor that failed was a replacement sensor sent by dexcom to cover the previously failed sensor (a), which was considered failed after 3 days as it gave unusable readings and unsuitable for insulin pump use. Sensor (b) completed warm-up without issue after a nominal sensor implantation per manufacturer instructions. Child was tardy to school as the sensor (b) needed to be removed and a new sensor (d) implanted. Sensor (c) functioned nominally *except on (B)(6) 2025, when it began dropping readings and running into brief sensor issues. Readings resumed later in the day. Sensor (b) was meant to replace sensor (c) at its nominal eol. History: sensor (a) failure[readings] 3 days: sensor (c) nominal*: sensor (b) failure [-] <12 hrs: sensor (d) sensor information: sensor a: s/n (B)(6), lot#: 1825096009 dexcom case#: (B)(4). Sensor b: s/n (B)(6) lot#: (B)(4). Dexcom case#: (B)(4). Sensor c: s/n (B)(6), lot#: 1825098011 sensor d: s/n (B)(6), lot#: 1825096009. Pt code: 4582. Device codes: 3023, 1535. Reference reports: mw5174599, mw5174601.